Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient, balloon rupture, stent damage occurred and catheter withdrawal difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00x28mm promus premier¿ drug eluting stent was advanced to treat the target lesion. However, upon deploying the stent, only the proximal and distal portions were inflated. The stent was deformed and came off the balloon on the proximal and distal ends and the balloon also ruptured upon second inflation. The physician tried to pull the balloon out but was unsuccessful. Surgeons were called for consult. The balloon was finally removed but the stent was left defined and vessel closed down. Another stent was deployed immediately crushing the deformed stent into the vessel. The procedure was completed with a different device. No patient complications were reported and the patient was fine in the end.